Manufacturer narrative:
Corrected fields: g2 (health professional should not be selected), h10 (information regarding the user's cleaning sterilization and disinfection (cds) process was inadvertently omitted from the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the instrument channel, however, the specific material could not be identified. It is likely the foreign material remained inside the device due to insufficient reprocessing. The channel was not deformed but it was confirmed reprocessing was not performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, disinfected, and sterilized before requesting repair. The customer believes the foreign material was the clip and it was inhaled during the procedure pre-cleaning information- there was no delay to the start of pre-cleaning, which was properly implemented. The instrument/suction channel was aspirated with water. Manual cleaning information- there were no abnormalities with the accessories used for reprocessing. The scope was submerged in a detergent solution. It is unclear if the instrument channel outlet was wiped/brushed with a clean lint-free gauze, brush, or sponge. The instrument channel was not brushed. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope]. 2 inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. [Inspection of the instrument channel]. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address:(B)(6) hospital. The device was returned to olympus for evaluation. In addition to the findings reported in the following non-reportable malfunctions were identified: the adhesive rubber had a chip; discoloration; crack on the light guide lens; scratches on various parts of the device, and a stain on the objective lens surface and the surface was elongated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a therapeutic endoscopic submucosal dissection (esd) procedure, a "clip" fell from the evis lucera elite gastrointestinal videoscope while sucking water in the patient's stomach. The clip was removed and the procedure was completed using the same device. There was no patient harm associated with this event. During the evaluation of the device, the evaluation found foreign material coming out due to clogging of the forceps channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.